Event description:
Removal of dental implant. The clinician reported the healing cap came off at two weeks post-op. When the clinician tried to put it back on, the implant spun out.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The implant has been used.